Event description:
The customer stated that they received erroneous results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The sample was initially processed on a modular pre-analytics system and the aliquot from this system was initially tested on the c 501 analyzer. All initial results were reported outside of the laboratory and questioned by the doctor. The primary tube of the sample was repeated on (B)(6) 2018 and the repeat results were believed to be correct. The initial na value was 129 mmol/l, repeating as 145 mmol/l. The initial k value was 3.35 mmol/l, repeating as 4.41 mmol/l. The initial cl value was 113 mmol/l, repeating as 102 mmol/l. The customer repeated tests on 6 additional patient samples and all results matched. The patient was not adversely affected. The na, k, and cl electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer was unable to reproduce the issue. He checked the system and found a chipped sipper nozzle. He replaced the sipper nozzle. Calibration, controls, and precision studies were run; all were within specifications. No further issues were encountered after the service visit. The investigation could not identify a product problem. The cause of the event could not be determined.